Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month post implant during a routine follow-up, higher than expected pacing threshold measurements were exhibited. While no loss of capture nor dislodgement was noted, the physician elected to surgically intervene and reposition the lead tip so as to improve threshold values. No adverse patient effects were reported and to date, this lead remains implanted and in service.